Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred. A technical support specialist (tss)discovered that the database was too large. Shrinking the database did not resolve the issue. However, since the device was communicating with the server, a sync was initiated. The database size was brought within normal limits, and the customer confirmed that the device was usable again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was error message ¿fatal error occurred underlying data source.¿ the customer reported that due to the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.